Event description:
The consumer went to stand up, when the seat allegedly came of the commode, causing her to fall and fracture her hip.

Manufacturer narrative:
Manufacturer spoke to attorney. Attorney advised that they had looked at the product and there were no invacare markings on the device. They tested the seat and it secured to the commode with no discrepancies. Nature of complaint suggests a set up error and or misuse.